Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Nformation was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinar y/bowel dysfunction. It was reported that the reason for the call was that they started having symptom return and accidents ten days ago. The patient stated they increased therapy strength until they were "unable to tolerate." Different programs were reviewed, and the patient would switch to a different program and leave to assess symptom relief. Additional information was received on (B)(6) 2022 (B)(4): additional information was received from the patient. They reported that had a return of symptoms. Pt states this was probably 3 weeks ago and was without their handset/communicator. Pt states once they got their equipment they were able to make and adjustment which seemed to help. However, pt states now for the last 3-4 days, they are having accidents if they are not close to the bathroom. Pt states they have increased their immodium intake from 2 a day to 4 a day and also take "lamadol" as a prn. Pt states they have tried messing with the stimulation levels for the last 3-4 days but aren't sure what to do next. Pt services reviewed options to continue to increase stimulation as long as it's comfortable. If this doesn't help, pt services reviewed pt can consider changing programs. Pt mentioned changing programs in the past as well. Pt services recommended tracking symptoms and to discuss this with doctor. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received on (B)(6) 2022 interstim had done wonderful for their bowel diarrhea symptoms but they had a sporadic return of symptoms almost as much as prior to interstim, they are back to wearing depends. Pt said they called medtronic earlier this week and increased stim and tried some of the programs but nothing has helped and it doesn't matter what they eat, pt reported they had 2 endoscopies with anesthesia and asked if that would have caused their return of symptoms. Pt said they did not turn stim off for the endoscopies and is not sure if they took biopsies but they knew pt had interstim. Pt said they have a call into their doctor and are waiting for a call back. Reviewed interstim therapy optimization information and recommended keeping a symptom diary to track results. Redirected to their doctor.